Manufacturer narrative:
The insulin pump was received with no down button response due to corroded down keypad trace. No ramping number on their own or scrolling bar moving anomaly noted. Analysis was unable to verify for operating current test including battery out of limit alarm due to no down button response. The insulin pump had missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.